Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects angina, hypotension, and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed; there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2014, a 2.75x23mm xience xpedition stent was implanted in the mid left anterior descending (lad) coronary artery and a 2.25x18mm xience xpedition stent was implanted in the first diagonal coronary artery. The patient was discharged home on an unspecified date. On (B)(6) 2014, the patient presented to the emergency room (ER) complaining of chest pain. The patient became un-responsive and hypotensive. Per coronary angiogram, an in-stent thrombus, with 100% occlusion, was noted within the previously implanted, mid lad, 2.75x23mm xience xpedition stent. An intra-aortic balloon pump (iabp) was introduced due to the hypotension and balloon angioplasty was performed several times with a non-abbott dilatation catheter. A pronto v3 extraction catheter was then advanced to the thrombus. Aspiration was performed two times and a 3.0x38 xience xpedition was advanced to the mid-lad and implanted successfully. Post-dilatation was performed multiple times using a non-abbott dilatation catheter, completing the procedure. Post procedure, in the cath lab holding area, the patient acknowledged post operation instructions. The patients current condition is unknown. There was no additional adverse patient sequela reported. It was noted that the patient was non-compliant with their anti-platelet aggregation medication, effient, given post the 02/05/2014 procedure. The medication package was still sealed and had not been opened when the patient presented to the ER 02/11/2014. There was no additional information provided.